Manufacturer narrative:
Product received on: 10jun2019. Investigation ¿ evaluation. A review of the complaint history, documentation, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, were conducted during the investigation. The complaint device was returned for investigation. After performing a physical investigation of the returned complaint device, visual exams confirmed the separation of the silicon hub and a tear in the catheter. Additionally, a document based investigation evaluation was performed. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Cook also reviewed product labeling. The product IFU, [c_t_tpn_rev7] ¿cook tpn catheters and sets,¿ provides the following information to the user related to the reported failure mode: warnings - if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Precautions - silicon catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. Suggested catheter maintenance after catheter placement and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, catheter tip position should be immediately reevaluated by the physician. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook tpn double lumen tpn catheter tore when a blood draw was attempted from the line. The patient required blood work to be drawn from the device, per physician's orders. The device was initially placed on (B)(6) 2018. The patient was a young adult female with a bmi in normal range. On (B)(6) 2019 when the device was accessed via the yellow lumen for a blood draw, resistance was experienced. Aspiration was attempted on the yellow lumen and was met with resistance as well. An attempt was made to flush the device with a 10ml syringe through the yellow lumen and a "pop" was heard as the flush syringe moved forward. The patient was immediately soaked with normal saline. The device was examined by the health care professional when this occurred, and it was noted that there was a small tear right above the yellow lumen in the area where the two lumens meet. The health care professional clamped the device just above the tear in the catheter. The patient denied being short of breath, dizzy or having chest pain after the incident. The health care staff was unable to identify the product device, as the patient had come from a different hospital. The device was removed on (B)(6) 2019 after anxiolytics were administered for needle phobia/anxiety, as well as hydration during the device removal. A photo of the removed device was provided. The patient is alive and recovering. Recovery is not related to the device removal.